Manufacturer narrative:
D3: mfg establishment name; ICU medical, inc. Device evaluation: one device received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed through visual inspection and occlusion testing. It was found that the downstream occlusion(dso) sensor was defective, the upstream occlusion(uso) seal was buckling. Both the dso sensor and uso seal was replaced.

Event description:
It was reported that the pump's downstream occlusion sensor (dso) was stuck and did not register pressure changes. The event happened during testing. Ther was no patient involvement, no patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.